Event description:
It was reported that "they experience that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. There was no reported patient complications.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "they experience that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. There was no reported patient complications. Associated complaints 3006425876-2023-01237 and 3006425876-2023-01236.

Event description:
It was reported that "they experience that ars is not "sealed" properly at the connection of needle and syringe and that ars sucks in the air when used. There was no reported patient complications. Associated complaints (B)(4).

Manufacturer narrative:
(B)(4). The complaint of faulty syringe/needle connection was not able to be confirmed by a complaint investigation of the returned samples. The customer returned one arrow raulerson syringe (ars) and an 18ga introducer needle. Signs-of-use in the form of biological material were observed inside the needle hub. Visual inspection of the introducer needle and ars did not reveal any defects or anomalies. The tip of the ars syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting securely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso. The instructions for use (IFU) provided with this kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.